Event description:
It was reported the spo2 clip was too tight, which resulted in bruising after monitoring for approximately 2 hours. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips obtained additional information from the customer site. The information indicated that the hospital policy is to change the monitoring site every 3 hours, which is beyond the recommended two hours. It was also indicated there was no intervention required to treat the patien and that bruising is typically temporary and resolves spontaneously. Based on the information available and the testing conducted, the cause of the reported problem was spo2cuff is too tight. The reported problem was confirmed. The investigation concludes that no further action is required at this time. Reporter phone number: (B)(6).